Event description:
The customer reported the battery shell broke where the device would not work or turn on under battery power. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The 3rd party field service engineer evaluated the device and found the battery latch on the device was broken. There was no issue with the device using ac power and the battery passed testing. A replacement battery eject assembly was ordered to resolve the issue. The device remains at the customer's site. We will consider this a malfunction of the battery latch assembly where the device would not work or turn on under battery power.